Event description:
Reporter indicated a vns pt was having increased seizures. The pre-vns seizure level was unknown as the pt was new to the reporter. Vns device diagnostics indicated normal device function, and the generator was not at end of service. Medication was adjusted as an intervention, and prophylactic replacement of the generator is also planned due to the length of implant (over 6 years).